Manufacturer narrative:
Exact date unknown, event occurred a week ago from the date manufacturer was made aware.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure.